Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called adc customer service on (B)(6) 2016 to report her adc blood glucose meter would not turn on, noting it was "blank" and due to this she could not test. At the time of the initial call, customer denied requiring any medical assistance. Customer called again on (B)(6) 2016 to inquire as to the delivery status of her replacement meter. During the call customer noted that on an unspecified date/time she began to experience "dizziness and was nauseous". Customer noted she was diagnosed with hypoglycemia and was given sugar to ingest. No additional treatment was required. There was no report of death or permanent injury associated with this event.